Manufacturer narrative:
Evaluation summary: the direct current (dc) - dc converter printed circuit board (pcb) was returned to medtronic for further investigation. A visual inspection of the returned part was conducted and it was observed that the c83 capacitor had thermal damage. The c83 capacitor was replaced prior to testing the pcb in the failure investigation test ventilator. After replacing the capacitor, the test ventilator passed all testing per manufacturer specifications and was placed in normal ventilation mode. The ventilator ran successfully without any errors or unexpected alarms. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the medtronic field service engineer evaluated the ventilator and upon visual inspection found that the direct current (dc) to direct current (dc) converter was burnt/thermal damaged. The dc-to dc converter was replaced. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced part is returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, when powered on, a 980 ventilator was observed to have smoke and a burnt smell. The ventilator was not in use on a patient at the time of the reported event.